Manufacturer narrative:
Terumo has received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, there was air entrainment through the venous tube. The unit could not maintain a continuous fluid column after flow stopped. No patient involvement. The product was changed out. The procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 18, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331- analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt with no anomalies noted. The affected sample was setup in a water circuit with flow through the unit, when forward flow was stopped, prime was lost in the circuit. Disassembly of the reservoir found that the small o-ring had been incorrectly installed. A representative retention sample was inspected and tested to confirm an appropriately seated o-ring. The retention sample was setup in a water circuit with flow through the unit, when forward flow was stopped, prime was not lost in the circuit. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.